Event description:
The inner seal which connects the disposable trocar sheath, snapped off. Could not fit the reducer in place. Dr continued the procedure with another unit. Device to be returned to MFR for evaluation.